Manufacturer narrative:
The device is expected to be retunred for investigation. It has not yet been received.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. A 3-port adapter was connected to the pt's central venous access used for dialysis. A 19g protected needle was inserted into one of the adapter ports to deliver idpn (intradialytic parenteral nutrition). The customer contact reported that "30 seconds into turning the pump on," blood leaked from the port. The blood loss was reported as "minimal" and "less than 100cc." The pt was treated with 150 ml of saline, "to account for lost blood." The "setup" was replaced and the therapy was resumed. There were no reported adverse pt sequelae. Though requested, no additional information was provided.